Event description:
Consumer's niece states that the consumer fell out of bed because the (B)(4) bed has half rails on it and she needs full rails. Her bottom half was hanging off the bed and her top half was caught on the rail. Upon further review the MDR will be filed to the FDA.